Manufacturer narrative:
Continuation of concomitant: 6949-65 lead implanted: (B)(6) 2004; 6945-65 lead implanted: (B)(6) 1999.

Event description:
It was reported that the patient was in the emergency room (ER) due to syncope and inappropriate shocks from the right ventricular (rv) lead. The rv lead had alerted for oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episodes. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had oversensing with what appears to be noise artifacts. Isometrics testing revealed several noise episodes. During the lead removal process, the lead insulation was extremely worn and completely broke apart. No locking stylet could be advanced down the lead during extraction. The lead was partially removed with the rest capped, remaining in the patient. The lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.